Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained. The complaint could not be confirmed. There was no reported device malfunction and no reported procedure complications during the procedure.

Event description:
It was reported on (B)(6) 2018, that on (B)(6) 2018 a male patient underwent a successful convergent endocardial and epicardial ablations procedure with left atrial appendage management with atriclip placement. Post- procedure, the patient developed tamponade. Four days post procedure, the patient underwent a pericardiotomy in or and 300cc of fluid was drained. On (B)(6) 2018, information was received that the patient recovered well and is in sinus rhythm. This event is a procedure related complication. There was no reported device malfunction.